Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
Peritoneal dialysis nurse reported that a patient experienced a fluid leak during peritoneal dialysis treatments. It is unknown if the patient encountered any cycler alarms when the leak was observed. Additional information was solicited.